Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, deformation device, wear abrasion and crease fold cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b5, d6(b), d9, h3, h6.

Event description:
The device has been explanted.